Manufacturer narrative:
As of today, the suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 18 cfu/100 ml (colony forming units) of enterobacter cloacae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Correction to b5 of the initial report. The customer provided third-party culture testing where the results were: sampling date: feb 13, 2024 sampling from: all channels cfu: >86cfu/100ml bacterial identification: unknown sample report date: feb 27, 2024 sampling from: all channels cfu: 18cfu/100ml bacterial identification: enterobacter cloacae.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: mar 08, 2024 sampling from: all channel cfu: 1cfu/100ml bacterial identification: filamentous fungi (champignons filamenteux) sampling date: mar 20, 2024 sampling from: all channel cfu: <1cfu bacterial identification: no detection the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.